Manufacturer narrative:
Results of investigation: analysis on the log file shows that the issue was due to a defective pressure sensor / transducer or corresponding measurement electronics on the life board electronics on the life block. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The adc was received and found no problem. The customer was asked to check the valve using another ventilator. At this time, the suspected device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 ventilator was getting disconnection exhalation valve constantly during use on a patient. It was confirmed that there was no patient harm or injury in this event.